Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The third party service agent evaluated the customer's device and verified the reported issue. An internal inspection was performed where it was observed that the pcb-mounted jack connector, designator j24, on user interface pcb assembly was bent. Additionally, it was observed that the negative side of the battery holder of the coin cell, on the system pcb assembly, was detached from the system pcb, and it had soldering tips on it. After replacing the user interface pcb and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer sent their device to a third party service agent for service. Upon evaluation of the customer's device, the third party service agent observed that it would not complete the initial boot-up cycle in order to power on. Instead the device's display would freeze. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.